Manufacturer narrative:
Date sent to the FDA: 01/04/2022. Additional b5 narrative: it was reported that the patient experienced pain following the surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unk date and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2008 during which the surgeon noted ¿significant scarring present. The mesh was located outside this towards the external ring.¿ it was reported that the patient experienced an unknown event. No additional information was provided.